Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
To insert the ttso-10-5, the nurse opened the packaging of the oa-10, loaded the stent, and attempted to pass it through the guide wire (visiglide 2 straight 0.025¿). However, the guidewire got stuck at the tip of the oa-10 and could not pass through. They then opened a new oa-10 and used it, while keeping the same guidewire without replacing it.

Manufacturer narrative:
Device evaluation (B)(4) unit of lot c2228812 of oa-10 was returned not in its original packaging. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for oa-10 of lot number c2228812 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the instructions for use (ifu0096), which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. The device is designed for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease.¿ there is evidence to suggest that the customer did not follow the instructions for use. The labelling was not followed. The device labelling specifies that a 0.035-inch wire guide must be used with the device. Image review an image was not returned for evaluation. Root cause review: a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. The smaller guidewire is more prone to kinking or bending during the procedure, especially when force is applied to advance it through the device. A kinked wire is more likely to become stuck. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of IFU and/ label. Trending will monitor if any future investigation is required. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary: confirmed qty of devices: 01 device prior to use. Complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of user error was determined. The device was used with 0.025-inch wire guide. CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 20-may-2025.